Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "self-check failure - 1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to corrupted calibration tables. It is unknown how the calibration tables become corrupted. New data was loaded into the smart pneumatic module board to remedy the report. The device underwent outgoing system test without discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.